Event description:
Add'l info received from MFR on 8/3/1999. Co would like to assure user that when such incidents are brought to user attention, they are promptly investigated by co's quality assurance dept to determine the cause and initiate corrective action if necessary.